Event description:
It was reported a 6f angio-seal sts device was used to seal the right femoral arteriotomy post percutaneous coronary procedure. A pre-deployment femoral angiogram, done in a right anterior oblique (rao) projection, revealed sheath entry 1-2 centimeters above the bifurcation medially, no peripheral disease and good vessel size. The angio-seal was successfully deployed and hemostasis was achieved. The patient was discharged. Three days later the patient experienced pain when walking and returned to the emergency room. The patient was started on heparin. Two weeks later, a contralateral femoral angiogram revealed a filling defect at the puncture site. The rao view revealed a defect on the lateral aspect of the right femoral artery. Five days later the patient underwent surgical exploration and revascularization of the right femoral artery. A fibrous tissue was present circumferentially around the artery and an arteriovenous fistula was present at the level of the stenosis. Once the artery was opened, a clot was found attached to a hard foreign body which the surgeon reported may have been the angio-seal anchor. Post vascular surgery, the patient's condition deteriorated and was transferred to the intensive care unite (itu) with a suspected myocardial infarction. The patient was reportedly recovering and is expected to be transferred to ccu.